Event description:
Medwatcher #(B)(4). I have had lite cramps off and on for the past 8 yrs. I also have not been able to lose weight and my stomach has bloating that is so bad that it appears that I'm pregnant. I have headaches that last days at a time. Mood swings are hard to manage at times and foggy headed at times. Within the last year I have started to get rashes under some of the rings that I wear and they itch, burn, and crack open. Weak and fatigue a lot of times and it tends to get worse during my period. The bleeding is also extremely heavy every month that has followed the essure. There times that I can not feel my fingers and toes because of my arms and leg going to sleep.